Manufacturer narrative:
The synergy xd mr us 2.25 x 16mm, stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 73.5cm distal to the distal end of the strain relief. A visual and tactile examination of the hypotube found multiple kinks along both sections. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was soaked overnight in the waterbath. The device was later tracked over a 0.014 inch wire with no resistance. As part of the functional testing an encore inflation device was attached to the broken hypotube shaft and the device was inflated using an encore to its rated burst pressure of 18 atmospheres with no leaks noted. Using the same encore, a vacuum was pulled and the balloon deflated fully with no resistance noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15nov2021. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon would not inflate properly and hold pressure. The procedure was completed with another of same device. There were no patient complications. However, returned device analysis revealed a hypotube separation.